Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that, "the leg of the occiput plate fractured when dr. (B)(6) to bend the leg to conform the plate to the pt's anatomy. The bending took place outside of the incision."